Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patella was so large it looked like a second patella was attached to the native patella. Debrided in order to sublux effectively. Patella tracked centrally with no lift off or tilt. No complications noted during procedure. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right knee demonstrate a right totally arthroplasty without fracture, dislocation, loosening or radiolucency. No significant joint effusion. Right total knee arthroplasty with expected appearance. Normal fit and alignment with osteopenia. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 42502606202 - femoral component - 64432580; 42540200029 - patella - 64621836; 42532007102 - tibial component - 64459864; 110035368 - biomet bc r 1x40 us - 927eea2502; 110035368 - biomet bc r 1x40 us - 927eea2502. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00197.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Two days post op, the patient felt unsteady when walking and was experiencing pain. She fell twice in the same day, relatively close to each other in time sequence. The patient reported that she was not hurt in any way and did not have to receive any medical attention. In home physical therapy was ordered for one week daily.